Event description:
The customer reported generating negatively biased results for 2 anti-hcv positive selling controls tested on the same day. If a false negative anti-hcv result occurred with a patient sample, this could cause an infected person to be misclassified. There was no report of patient harm as a result of this event.